Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own without experiencing a recurrence of the malfunction code and was advised by technical support to continue using the pump while monitoring for any recurring issues.